Event description:
Inserted (B)(6). Chemo every 2 weeks. (B)(6) flushed leaking out, not sure where split is at present, line has been removed. (B)(6) report: details of incident/nature of device defect test. On (B)(6) 2015, we had one split PICC. This week we have had 4 split piccs over a 2-day period. None of the piccs were occluded prior to use. They were placed by different inserts, difference diagnosis and different chemotherapy infused through them. They were inserted in (B)(6). Details of injury (to patient, carer or healthcare professional): no injury to 4 patients. One patient had an infiltration of CT contrast on (B)(6) 2015 which is being reviewed by plastic surgeons. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). All the damaged piccs have been removed and the piccs kept - manufacturer will collect next week to send for investigation. All patients will require new piccs inserted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for evaluation.